Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found in the function test that all function working but when press door open/close button image acquisition system (ias)shutdown. Checked the power conversion enclosure, f14 arcing when press the door open/close button the power cut off. Replaced the power conversion enclosure to system check. All function working but when press door open/close button ias shutdown. F14 arcing when press the door open/close button the power cut off. Replaced the power conversion enclosure and gantry control box but after replaced the power conversion enclosure short circuit again at f14. So after investigated further, replaced the door winch motor and the 2nd power conversion enclosure. System is operational. Codes b01, c02, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000429. Product ID: bi71000442. Product ID: bi71000860. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that ias (imaging acquisition system) shutdown itself when press the door open/close on pendant. Clinical specialist found it during system was storing. No case and no patient was impacted. During function test, all function was working but when press door open/close button ias shutdown. Checked the power conversion enclosure. F14 arcing when press the door open/close button the power cut off. Replaced the power conversion enclosure. There was no patient involvement. Additional information received- the probable cause could be gantry control box, power conversion enclosure and door winch motor.